Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 5 photos and 1 physical sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the samples. Analysis of the sample showed that an embedded brown foreign matter was observed. Bd determined that the cause of the failure was most likely burnt resin from the molding process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd connecta plus3 white blend had foreign matter. Foreign matter is attached to the locking mechanism of the male connector.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.